Event description:
As reported by the customer: "we have noticed an unknown, white, powder-like substance on the surface of certain latitude instruments. These substances seem to appear during the reprocessing of the instruments in a validated automatic washing process in cssd. These substances have been found on only some instruments, not all of them."

Manufacturer narrative:
The reported event could be confirmed, from a photograph that was sent to us by the customer and matches the alleged failure mode. The device inspection revealed the following: a visual inspection shows that there are soap and/or water residue spots in the same pattern as the holes that would be in the instrument tray holding the instrument during the sterilization process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and provided information, the root cause is attributed to insufficient cleaning and reprocessing at the user end. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported by the customer: "we have noticed an unknown, white, powder-like substance on the surface of certain latitude instruments. These substances seem to appear during the reprocessing of the instruments in a validated automatic washing process in cssd. These substances have been found on only some instruments, not all of them."